Manufacturer narrative:
Other, other text: b5: additional information received via email and attached date I received 02/17/2022: there was not any patient involvement, the event happened during loading and priming. H6: event problem and evaluation codes: updated after device evaluation.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting a cassette latch error.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Investigation found not operable latch lock optical cam flex circuitry and fluid ingression contamination. Latch lock optical cam flex and fluid ingression contaminated downstream occlusion sensor were replaced. The cause of the reported problem was traced to the user. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.